Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The increased intra peritoneal volume (iipv) event was identified through an event history log review. The cause of the alarm was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a high drain error 201 (manual drain #1) alarm was identified in the log. The alarm occurred on (B)(6) 2013 14:56:02. No additional information is available.